Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer 3006705815-2019-03916. It was reported that patient had a recent fall and lead migration issue was observed. It is unknown if patient had lost effective therapy due to the migration issue. Both leads were explanted, and new leads were implanted as a result to resolve the issue. Therapy was restored post procedure. There were no complications during the procedure. Patient was stable.